Event description:
Ous MDR - after an estimated implantation time of about 72 months, a suspected insulation defect was reported for the ra lead. No worsening of the patient¿s state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. During the analysis of the lead fragments, it was noted that the insulation of the lead body was damaged by squashing in the proximal area. This damage manifestation can with high probability be regarded the cause for the oversensing. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Further damage at the lead was probably caused by the explantation. There were no indications of material defects or manufacturing errors.